Manufacturer narrative:
Describe event or problem) after the event, the nih stroke scale score was 14 due to decreased level of consciousness (not alert, but arousable by minor stimulation), performing one loc command, partial hemianopia, partial facial paralysis, some effort against gravity in the right arm, two limb ataxia, mild to moderate sensory loss, severe aphasia, mild to moderate dysarthria, and extinction and inattention in one of the sensory modalities. No CT or MRI of the brain was performed. Per progress note the next day, the patient stated that she was feeling fine, and her speech and right arm strength improved. She answered questions appropriately with some delayed response. She was on small dose of neosynephrine for hemodynamic support. Assessment: peri-procedural tia. Plan: to wean neosynephrine and to discharge the patient tat day. Two days after the procedure, the nih stroke scale score was 1 due to minor facial paralysis, and the rankin stroke scale score was 1. The site reported an event of tia with duration of deficits greater than 24 hours. The patient was discharged two days after the procedure. Per the physician¿s discharge summary, ¿over the next 24 hours she recovered almost to her baseline. Expressive aphasia as well as right-sided weakness improved. She underwent evaluation by speech. Her swallowing as well as her speech were intact. She was able to consume liquid and solid diet without any difficulty. She was discharged home in stable condition.¿ on (B)(6) 2013 at 30 day follow-up visit the nih stroke scale score was 0 and the rankin stroke scale score was 0. Per the physician, the patient has currently fully recovered. After review by the clinical events committee (cec), it was agreed that a cva - major, ipsilateral, ischemic/embolic occurred and was procedure and device related. The device will not be returned for analysis. A device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt. Concomitant medications: heparin, atropine and neosynephrine were given during the procedure. Pre and post-procedure medications included aspirin and clopidogrel. Concomitant devices: 8x30mm precise pro rx stent, catalog number pc0830rxc, lot number 15688440; and an unknown post-dilation balloon. This is one of two products involved with the reported adverse events involving this patient and the associated manufacturer report numbers are 9616099-2014-00013 and 1016427-2014-00074.

Manufacturer narrative:
The device is not available for analysis. Additional information is pending and will be submitted within 30 days upon receipt. Additional information was provided that there were two aviator balloons used for post-dilation. Additional concomitant devices: 4mm x 20mm (catalog #: 424-4020w), and 6mm x 20mm (catalog #: 424-6020w). This is one of four products involved with the reported adverse events involving this patient and the associated manufacturer report numbers are 9616099-2014-00013, 1016427-2014-00074, 9616099-2014-00499, and 9616099-2014-00500.

Manufacturer narrative:
This is one of four products involved with the reported adverse events involving this patient and the associated manufacturer report numbers are 9616099-2014-00013, 1016427-2014-00074, 9616099-2014-00499, and 9616099-2014-00500. Complaint conclusion: as reported by the sapphire study, a (B)(6) female with a medical history of hyperlipidemia, myocardial infarction, coronary artery disease, coronary percutaneous revascularization, hypertension, congestive heart failure, diabetes mellitus, copd, and history of smoking was enrolled in the study. The target lesion was located in the left proximal internal carotid artery, with a length of 9mm and a diameter of 6mm. The eccentric lesion was mildly calcified in a concentric manner with a stenosis rate of 95%. The vessel was a type ii arch vessel with severe tortuosity. The nih and rankin stroke scale score were both 0 at baseline, and the patient was asymptomatic before the procedure. Approach was made with a 7mm angioguard rx embolic protection device, which was successfully deployed past the lesion before pre-dilation was performed. Then, an 8x30mm precise pro rx stent was deployed at the target lesion, leaving a final stenosis rate of 0%. Per procedure note, following post-dilatation, the patient developed right arm weakness in setting of bradycardia and hypotension. Atropine and neosynephrine were administered with improvement of hemodynamics. Right arm weakness ¿began improving steadily.¿ it was provided that two cordis aviator plus balloons were used for post-dilation a 4mm x 20mm balloon and a 6mm x 20mm balloon. It is unknown which balloon was used when the hypotension and bradycardia occurred. The angioguard was then retrieved and found to have debris in the basket. There was none documented presence of air bubbles and no neurological deficit when the patient left the angiography suite. Fifteen minutes after the procedure, the patient suffered from aphasia, right arm weakness, and facial droop, which was diagnosed as a tia (post-adjudicated as a cerebrovascular accident). It was indicated that her hemodynamics were stable with neosynephrine. No treatment was provided to the patient. The nih stroke scale score was 14 due to decreased level of consciousness (not alert, but arousable by minor stimulation), performing one loc command, partial hemianopia, partial facial paralysis, some effort against gravity in the right arm, two limb ataxia, mild to moderate sensory loss, severe aphasia, mild to moderate dysarthria, and extinction and inattention in one of the sensory modalities. No CT or MRI of the brain was performed. A CT/MRI of the head was not done. The next day, the patient stated that she was feeling fine, and her speech and right arm strength improved. She answered questions appropriately with some delayed response. She was on small dose of neosynephrine for hemodynamic support. Two days after the procedure, the patient was discharged in stable condition with an nih score of 1 and a rankin score of 0. Per the physician¿s discharge summary, ¿over the next 24 hours she recovered almost to her baseline. Expressive aphasia as well as right-sided weakness improved. She underwent evaluation by speech. Her swallowing as well as her speech were intact. She was able to consume liquid and solid diet without any difficulty. She was discharged home in stable condition.¿ the nih score of 1 was reflecting the residual deficit of the facial droop. During the 30-day follow-up, the patient had an nih and rankin score of 0. Per the physician, the patient has currently fully recovered. The device was not returned for analysis. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10316737. This packaging lot contained 55 units, which were shipped from lake region medical on (B)(6) 2013. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Cerebrovascular accident (cva) is a known potential risk associated with implanting a stent in a carotid artery and is listed in the IFU as such. It can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. 80% of all strokes are ischemic. During a cva, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. Hypotension and bradycardia are well-known potential adverse events associated with the carotid stent implantation procedure. The hemodynamic instability that occurs both during and after carotid stent implantation is influence by the baro-receptors, which are located at the carotid bifurcation. These baro-receptors are stimulated by the stretch of interventional balloons, sds, and distal protection devices, initiating a reflex via the glossopharyngeal nerve. This results in a fall in blood pressure and bradycardia. Stent placement may promote persistent stimulation of these baro-receptors. These reactions are anticipated relatively short-term adverse events. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. No corrective or preventive action will be taken, given that; with the DHR and the information provided, the reported event does not appear to be related to the manufacturing process.

Event description:
As reported by the (B)(4) study, the patient developed right arm weakness in setting of bradycardia and hypotension following post-dilatation with the angioguard in place. Atropine and neosynephrine was given as treatment and the symptoms resolved. After the completion of the procedure, the patient suffered from the onset of aphasia and other symptoms, which was later diagnosed as a cerebrovascular accident (cva) in which the patient had an 8x30mm precise pro rx stent implanted. The patient partially recovered and was discharged two days later. The target lesion was located in the left proximal internal carotid artery, with a length of 9mm and a diameter of 6mm. The eccentric lesion was mildly calcified in a concentric manner with a stenosis rate of 95%. The vessel was a type ii arch vessel with severe tortuosity. The nih and rankin stroke scale score were both 0 at baseline, and the patient was asymptomatic before the procedure. Approach was made with a 7mm angioguard rx embolic protection device, which was successfully deployed past the lesion before pre-dilation was performed. Then, an 8x30mm precise pro rx stent was deployed at the target lesion, leaving a final stenosis rate of 0%. Per procedure note, following post-dilatation of an unknown balloon catheter, the patient developed right arm weakness in setting of bradycardia and hypotension. Atropine and neosynephrine were administered with improvement of hemodynamics. Right arm weakness ¿began improving steadily.¿ the angioguard was then retrieved and found to have debris in the basket. There was none documented presence of air bubbles and no neurological deficit when the patient left the angiography suite. In 15 minutes following completion of the procedure, the patient developed expressive aphasia and some arm weakness. It was indicated that her hemodynamics were stable with neosynephrine.